Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) center reported that during an nk system wide ip change an nk employee attempted to change the ip address. The procedure failed and now the org had an error light and was not visible on the network. Service requested: repair with loaner. Service performed: nka evaluation per notification (B)(4): unit was cleaned and under evaluation. We also visual inspected the labels. That matched with the unit. The reported problem "has network error light" was duplicated. We troubleshooted, performed reload software version 03-31, and re-configured ip address, subnet mask, default gateway, issues are resolved. Verified network led is off. Unit has been retested in extended test times and completed all steps in the maintenance check sheet per the service manual. The unit completed in 3 days of extended testing times and operates to manufacturer's specification. Investigation result: the root cause is determined to be use error in incorrect setting/configuration. Issue was resolved upon correcting ip address. This issue is detected at the cns, which would notify staff of issue with message "communication loss". This issue is not suspected to be caused by deficient device or design. There was no reported patient harm. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the device experience signal loss causing interruption in patient monitoring activities. No consequence or impact to the patient was reported.

Manufacturer narrative:
It was reported that the device experience signal loss causing interruption in patient monitoring activities. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
It was reported that the device experience signal loss causing interruption in patient monitoring activities. No consequence or impact to the patient was reported.